Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 6-4mm amplatzer duct occluder was selected for implantation using a 6f amplatzer torqvue delivery system. During the procedure, it was noted that the device was not taking the proper shape. There was no interaction with cardiac structures during deployment, and there was no angulation or kink noticed in the delivery system. The device was removed from the patient and replaced with another 6-4mm amplatzer duct occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.